Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys hiv combi pt assay on a cobas e 411 analyzer (disk system). Discrepant results for 1 patient sample were provided. Initial results: reactive. No questionable results were reported outside the laboratory. On (B)(6) 2026, the customer replaced the reagent pack with a new one of the same lot, performed calibration, and repeated the samples. Repeat results: non-reactive (aligned with the customer's expectations).

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number was (B)(6). The evaluation of the provided calibration from 20-may-2026 showed that calibration signals of the same kit were higher compared to their initial calibration, resulting in a high qc recovery on the day of the event. A general product problem was not found. The investigation did not identify a product problem. The cause of the event was due to higher calibration signals, resulting in higher qc recovery and consistent with a higher recovery of the patients' samples.